Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.0mmx220mmx150cm (4f) was advanced for dilatation. The balloon was inflated two times at 14 atmospheres. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.